Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: through follow up with the health care provider, it was learned the device is not available for return and evaluation because it was discarded by the hospital. After repeated attempts, no additional patient information has been made available. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not made available to edwards for analysis prior to being discarded by the hospital. Based on the available information, we are unable to confirm the clinical comments.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm aortic bioprosthetic valve, implanted for approximately nine (9.07) years, was explanted due to aortic regurgitation. It was identified, through review of source documentation, that the 27mm aortic valve was replaced with a 23mm edwards magna ease valve. The device will not be returned for evaluation as it was discarded at the hospital. No additional information has been provided.